Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown at the time of incident. The customer reported that the no delivery alarmed yesterday and customer's blood glucose was in range of 300's mg/dl and today again customer received no delivery alarm and her blood glucose is 427 mg/dl. The insulin pump will not be returned for analysis.